Event description:
During a follow-up in clinic, there was a loss of capture noted on the atrial lead due to the lead being dislodged. The lead could not detach from the pacemaker header due to a possible stripped set screw. The lead and device were explanted and replaced and the patient was stable with no consequences. Manufacturer report number: 2017865-2018-14531.

Manufacturer narrative:
Additional information: analysis of the device found the atrial setscrew was firmly stuck in the connector block and required destructive methods to separate it from the device connector. Analysis performed using scanning electron microscope confirmed the foreign material found in the connector block threads to be epoxy, which caused the setscrew to get stuck. When the setscrew was tightened on the lead during the implant procedure the epoxy in the connector block threads caused the setscrew to be locked in place which prevented removal of the lead. No electrical anomalies were found. The reported field event of lead removal difficulty due to a set screw anomaly was confirmed. Based on these findings, abbott is performing further investigation.